Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. The technical support provided information to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump.